Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ indicating that a new battery is requested as it is flat. There was reportedly no patient involvement. The rse diagnosed the problem and found that the battery had exceeded its age limit, which was verified during periodic checks. The resolution involved requesting a new battery, which successfully resolved the issue. As troubleshooting was not completed for the device, the reported issue was that the battery had exceeded its age limit. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. To resolve the issue, a replacement battery was sent, and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.